Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse replaced faulty power supply and backplane of the instrument. The cse performed daily cleaning and ran quality controls, which were within range. The cause of smoke being emitted from the instrument was due to a power supply malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted a siemens customer care center (ccc) and reported that smoke was emitted from the right side of an advia centaur instrument. The customer turned the instrument off and unplugged electrical cord. There are no reports of injury to staff, damage to property, or impact to patient samples.